Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were ramping up while attempting to bolus. The customer stated they were unable to bolus as a result. It was also found the arrow buttons were unresponsive on the insulin pump. Customer's blood glucose was 88 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons responded properly and no moisture damage to the keypad traces or unlocked keypad connector was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.